Manufacturer narrative:
The bwi field representative has provided additional information on the event and . It is unknown if the event was attributed to a transseptal puncture. The physician did not experience any difficulty in manipulating the catheter. The rf generator was set to "power control" mode at 50 watts. The temperature setting was 45 degrees and the flow setting was 30 ml/min. A long sheath was not used. The act was maintained at 250-300's. Concomitant product: non bwi - reused ismus catheter 36y32r. (B)(4).

Event description:
It was reported that while performing a cryo balloon pvi procedure, during ablation in the cavotricuspid isthmus the physician heard two steam pops and the patient suffered a tamponade. The patient was submitted to a median sternotomy to solve the complication and was being closely monitored in the intensive care unit. Additional information on the event was provided by the bwi field representative. The patient had an indication for paroxysmal af, and was diagnosed with common atrial flutter. The procedure started with the ablation of the cavo-tricuspid isthmus using a celsius thermocool. During ablation, two steam pops occurred but the procedure was overall going well till this point. A transseptal puncture (under echocardiography) was then performed to start treating the atrial flutter. The patient had no fossa ovalis as he underwent a procedure to have it closed in 2009. The atrial flutter was then being performed utilizing the cryo balloon technology. Thirty to forty-five minutes after the transseptal puncture, clinical indications of blood pressure drop suggested some kind of pericardial effusion, leading to a thoracotomy. The surgeons in the or commented that they did not find any kind of perforation located on the right side. No further comments could be made regarding the left side as it seemed to be too delicate to observe it in that particular patient. The key eps believe that the effusion may have been caused by a steam pop, at the junction of the vena cava. However, they cannot exclude a perforation in the left atrium. The physicians believe that the effusion is not related to the catheter or the generator, and is linked to a procedural context. Requested additional information on the event , but have not received a response.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4).